Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Revision surgery was performed on (B)(6), 2012 due to unknown reasons. No further information has been received.

Event description:
It was reported that patient underwent primary hip procedure on (B)(6) 2009. Revision surgery was performed on (B)(6) 2012 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 confirming that the revised product was manufactured by biomet orthopedics. Report number 1825034-2012-01474 is for the biomet orthopedics manufactured product and is associated with this event.